Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to forget the transmitter device in the bluetooth settings, then re-add it, reset the smart device, and restart the g5 application, which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).